Event description:
It was reported, that "pt is unable to put the inner cannula through the trach tube outer cannula." There was no reported pt injury and/or change in therapy. The involved device has not been returned for analysis and investigation as of the date of this report.